Event description:
It was reported that "pt called to report that she is experiencing intense pain. Cannot stand or sit for any length of time. Drs cannot determine the exact cause of pain. Perhaps has nerve damage. Is looking to find a way to stop the pain, needs answers."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2030-6520-1, lot # 23013304, description: 6.5 cancellous bone screw 20mm. Cat # 6018-0814, lot # 72291701, description: restoration calcar stem - 1.5. Cat # 2030-6525-1, lot # 23996705, description: 6.5 cancellous bone screw 25mm. Cat # 621-00-32e, lot # 95848101, description: trident 0 crossfire insert 32 mm ID. Cat # 06-3200, lot # 25651501, description: c-taper cocr lfit head 32mm/0. It cannot be determine which, if any of these devices may have caused or contributed to the pt's pain.